Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer stated she called earlier regarding no delivery alarm and regarding high blood glucose. The customer was treated for the low blood glucose with food like cottage cheese and fruit. Customer reported that the drive support cap was damaged. Customer had concern about support cap because it was pushed in. Customer was advised to follow their medically prescribed back up plan. The customer declined to continue troubleshooting. The insulin pump was not returned for analysis.